Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an rcr procedure, the anchor broke during implantation. A partial piece of the anchor was not able to be removed from the patient. No additional bone holes were required. A competitor's device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment confirmed the reported breakage. The anchor has broken at the suture eyelet. Dimensional assessment is prohibitive due to its returned condition. Without the return of the insertion device a root cause for this failure cannot be determined. A review of the device history record was performed which confirmed no inconsistencies.